Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the packaging was discovered open. This occurred for 4 products. The following information was provided by the initial reporter: during the receipt of et no. 5595516 it was identified that 4 units of the product catheter (insyte-n autoguard) 18g x 1 1/4 inch (1.16) uni ref (B)(4) present open primary packaging at one end and black film at one end that makes it difficult to see the product brand.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Bd received four photos. During the visual examination it was observed that black tape was present across the units and between the seal confirming reported defect. The black tape was identified as splice tape. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is the operator¿s responsibility to ensure that the unit is rejected. The presence of black tape indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The reported defect has been confirmed. The root cause is linked to packaging, likely operator error.